Manufacturer narrative:
The device involved in the reported incident is expected to be rec'd for eval. An investigation has been based upon the reported info.

Event description:
Medwatch form rec'd from hospital. The surgeon was attempting to remove a ventriculostomy from the pt's skull. The device unscrewed without difficulty, however, once removed it was noted that the drain catheter had broken off just below the threaded metal portion of the device. The surgeon elected to leave the catheter in place at this time. The pt who had an emergency craniotomy performed on admission, will need to return to the operating room for replacement of a bone flap at which time the catheter will be removed. A number present on the connector of the ventriculostomy is (B)(4). Add'l clinical info requested from the reporting facility.